Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display after she attempted a bolus delivery. She stated she had jumped into the pool with her insulin pump. She also reported there was a crack on the lower left corner of the insulin pump. Customer's blood glucose was 77 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the electronic assembly. No blank display was noted. Moisture damage was found on the motor assembly. No low battery alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.